Event description:
The electrode belt was returned for investigation into a non-reportable patient death and failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an broken pulse wire in the cable connecting the distribution node "dn" and the rear therapy electrode. The root cause for the broken wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. There is no indication that the device malfunction contributed to the patient's passing.